Event description:
Complaint alleged that during biomed testing, the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.